Event description:
On 04/03/2007, nellcor puritan bennett received a report of a cuff leak on a 8lpc tracheostomy tube. The caller reported that a cuff leak was discovered after intubating patient. The caller reported that the patient had to be re-intubated with another tracheostomy tube.